Event description:
The pt underwent a diagnostic procedure. The device was inserted and good marking obtained. The device was deployed, however, good hemostasis was not achieved and closure was completed with manual compression. The pt was transferred to recovery. The same evening, distal pulses could not be detected and the pt was taken to surgery for arterial repair. The vascular surgeon found the suture from the closer device had stitched the back wall of the artery to the front wall. The stitch was removed and pulses returned. The pt recovered without further incident. Examination of the angiograms revealed the vessel was of a small diameter.